Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "during a site visit consultant noted, "upon investigation it was clear that the light green caps do not seat back onto the tubes as well as other caps regardless of tube type and regardless of the caps being pierced or not.".

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. 60 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2304869, d.4. Medical device expiration date: 2023-11-30, h.4. Device manufacture date: 2022-10-31. D.4. Medical device lot #: 2292107, d.4. Medical device expiration date: 2023-10-31, h.4. Device manufacture date: 2022-10-19. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "during a site visit consultant noted, "upon investigation it was clear that the light green caps do not seat back onto the tubes as well as other caps regardless of tube type and regardless of the caps being pierced or not."